Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the device sometimes hangs during start-up and its main board was to be replaced to resolve. Analysis also noted that the attachment ring was bent, the attachment ring cover was broken and one bail and one bail cover were missing. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.